Event description:
The customer stated that she was hospitalized for high blood glucose levels above 600 mg/dl. The customer felt that the hospitalization was due to the infusion sets she was wearing at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.